Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results for the returned platform are as follows: visual inspection of the returned platform was performed and no visible damage to the device was noted. A review of the platform's archive data was performed and found multiple occurrences of user advisory (ua) 44 (battery voltage too low during compressions), also user advisory 42 (forced overload tripped). The review also showed two instances of "exit" due to "battery lost." There were no reports of user advisory errors observed by the customer. Functional testing: the unit functions normally and without stopping compressions as reported by the customer. The unit was tested with multiple batteries with different charge levels, different mannequins, and different lifebands. The customer's complaint could not be confirmed. In summary, the customer's reported complaint of the platform stopping compressions after 2-3 compressions could not be confirmed. The error log showed instances of battery lost and low battery. The errors occurred with serial number (B)(4). The unit was put through the "run-in" test using the regular mannequin and large resuscitation text fixture (lrtf), for one hour with no issues found. The platform successfully passed all final functional testing.

Event description:
It was reported that while testing the autopulse on a mannequin the autopulse would complete 2-3 compressions then power down. The battery was fully charged. The customer reported that this did not occur while using it with a patient. No further information was provided.